Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. Visual examination of the provided image identified explanted knee implants with notable bone and tissue remnants attached. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; a3; b4; b5; d2; g1; g3; g6; h1; h2; h10. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 : 42502606602 - femur cemented cruciate retaining (cr) standard right size 9 - 65088087. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 65264199. 42532007502 - tibia cemented 5 degree stemmed right size f - 64830835. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a knee procedure and approximately 2.5 years post-op, underwent a revision due to flexion instability and ongoing pain. The sales rep noted that the patient had elevated levels of cobalt and chromium and a sensitivity test was performed indicating a sensitivity. The patient was revised to a competitor system. Attempts have been made and all available information has been provided.